Event description:
A surgeon reports having a patient that is seeing a dark donut in the visual field of his left eye two months following bilateral intraocular lens (iol) implant surgery. The patient states he has clear central vision, hazy mid-peripheral vision, and clear peripheral vision. The patient underwent a yag laser procedure with no improvement in symptoms. In a follow-up, the surgeon reports the outcome of event for the patient as "poor".

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested on 05/23/2008, 05/27/2008, 05/29/2008 and 06/09/2008 by mail, fax and phone. A completed questionnaire was received. This report was mailed to FDA on: 06/20/2008.